Event description:
The physician attempted to implant a resolute integrity drug eluting stent in the lad, which was reported to be highly calcified lesion. Information from the account confirmed the physician attempted to direct stent the lesion, however the stent was unable to cross and stent damage was noted upon removal of the device. No patient injury occurred. Another resolute integrity was successfully deployed. Device evaluation the stent was positioned on the balloon between the inner shaft markers as per specification. A number of struts on the 17th proximal stent segment were raised . A number of struts on the 11th, 12th, 16th and 18th proximal segments were partially overlapping and deformed .

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lad). Failure to follow instructions (direct stenting). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology,calcified lad ). User error contributed to event (direct stenting). (B)(4).